Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizures.

Event description:
Dexcom was made aware on 11/26/2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient¿s mother stated that the patient experienced a seizure due to inaccurate values. The patient¿s mother called 911 and when the paramedics arrived, they gave the patient juice and the patient recovered. Additionally, the patient¿s mother stated that at the time of event, the patient¿s blood sugar was not checked until after having the seizure. At the time of contact, the patient was doing okay. No additional patient or event information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.